Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h4, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the fallen distal cap could not be determined. The device was manufactured in march 2023; the exact date is unknown. It is possible that the event was caused by medical tape not having firmly secured the device to the endoscope. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. If you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. Do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocaine spray to lubricate the instrument. Doing so could cause equipment damage or cause the instrument to fall off of the endoscope inside the patient. Be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal cap fell off inside the patient's body. The issue occurred during the therapeutic procedure and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.